Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: g2, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the defective printed circuit board (dp board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation found the reported issue was confirmed. Device evaluation found noisy image, no image due to printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported with an issue of "the image is noisy, sometimes a full screen with noise, sometimes vertical lines in the image". The issue was found during preparation before use for routine diagnostic gastroscopy. The intended procedure was completed using the same device. There were no reports of patient harm.